Manufacturer narrative:
Follow-up #1: date of submission :12/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and emitted all appropriate vibratory alerts. The pump case was removed, and no damage was found to the vibration motor. The complaint was not duplicated, and no defect was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. It was reported that the vibration feature of the pump stopped working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.